Event description:
Info received indicates the left foot casters ratchet swivel is slipping after the brake is set.

Manufacturer narrative:
The technician replaced the left foot caster to repair the bed.